Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver dilaudid 0.2mg/ml, in an unspecified mode, with a 0.2mg pca dose, a 6 minute pt lockout, and a 3mg four hour dose limit. At an unspecified time, a 0.5mg loading dose was programmed and delivered. The customer contact reported that within one hour after the loading dose was delivered, the device reached the 4 hour dose limit; however, the customer contact reported less than 3mg had been delivered. The customer contact reported that after another hour, the display continued to indicate the 4 hour dose limit was reached. At that time, the pt reported a pain level of "7 to 9 out of 10". The device was removed from clinical service. Therapy was resumed using a replacement device. At an unspecified time after the pump was replaced, the pt was reported to be "comfortable" with a pain level of "5 to 6". There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.